Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Results: evaluation of the returned product found iol was rotated to the left and the rod passed iol as reported. Reading from the residue of viscoelastic material, volume of used viscoelastic material appeared less than recommended volume. There were no irregularities found on injector and iol, all met criteria. Conclusion: could not determine the exact root cause but more likely root cause was user did not apply enough viscoelastic material. We will advise the customer to review the volume of viscoelastic material that should be filled before injection. (B)(4).

Event description:
The reporter indicated that when the surgeon was handling the rod of a ks-ni2 aq310ain 22.0 diopter preloaded injector, and the lens rotated inside the triangle part of the nozzle, it was unable to forward the lens with correct figure and after all the rod passed over the lens so stopped to use the serial. There was no patient injury and the surgery was successfully completed by using the backup lens.